Event description:
The customer reported that the system displayed the incorrect image on the screen. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep adjusted the screen rotation. The system operates as intended.